Manufacturer narrative:
This report is for an unknown nail/unknown lot. Additional product code: hwc. Unknown if device has been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a distal locking screw became misaligned during the placement of a short intertrochanteric nail for a hip fracture. The surgery was successfully completed with no patient harm or surgical time delay reported. This report is for an unknown nail. This is report 4 of 4 for (B)(4).